Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported that during a right meniscus repair procedure, the surgeon was using an ar-4500, meniscal cinch, lot 10056055 ((B)(4)). The first implant was seated fine with no complications however, the second implant was inserted and fired but when the surgeon retracted the tip, the implant was found to still be on the end of the device. The first implant was pulled out and another ar-4500, lot 10066604 ((B)(4)) was opened and used and again, the first implant was successfully implanted but when the surgeon inserted the cinch and fired the second implant, it did not come off of the needle. The first implant was pulled out and another meniscal cinch (lot: 10066604 (B)(4)) was opened and both implants were implanted successfully, however, when the surgeon went to tighten the suture, the knot would not cinch all the way down. One of the implants were removed (rep unsure of which implant) and another ar-4500, lot: 10066604 ((B)(4)) was used and again, both implants were implanted successfully, however when the surgeon went to tighten the suture, the knot would not cinch all the way down. The suture was cut and both implants were removed. The case resulted in a menisectomy. No patient injury, slight delay in case.